Event description:
It was reported that the patient presented in clinic for follow up after receiving a vibratory patient notifier due to myopotential oversensing. The device was reprogrammed. The patient was sent home and monitoring will continue.